Event description:
It was reported that the right ventricular (rv) lead fractured, infinite impedance, noise, and no capture. The patient's heart rate was in the 30s and the patient reported having fainted. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.